Event description:
Explant after 4 years.

Manufacturer narrative:
Method: device not returned. Surgeon/hospital has not provided any additional information regarding the event. Implant and explant dates were not provided. No patient information provided. Exact size model and serial number of device has not been provided. Therefore, the device history record (DHR) review cannot be started. Device has not been returned for evaluation.

Manufacturer narrative:
Through investigation, it has been determined that this device was erroneously reported. This is not an edwards lifesciences device. However, we do not know the manufacturer of the device.